Event description:
On friday, we treated a (B)(6) boy who was injured by the use of an enuresis alarm. The new malem alarm overheated and burnt the child at night when he was sleeping. Parents brought in the child to our clinic and we treated him for minor burns. The malem alarm has malfunctioned causing access heat and burning the child's neck. There appears nothing wrong with how the alarm was used or operated. The malfunction is a result of the malem alarm. In addition to heat, the alarm also caused batteries to leak. We have returned the alarm to the pt and respect their privacy.